Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on samsung galaxy a35 and google pixel 8 on pump software version 6.7, however, we were not able to reproduce the issue. Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software did not adhered to the specified requirements and did not performed in accordance with the expectations referenced in the 'sw requirement document' field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. After through investigation on supervisor_timeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisor_timeout. The esf number that corresponds to the reported issue is: 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. On your android device, open settings . 2. Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. 3. Or search ¿cross-device' from settings. 4. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) 5. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Remove the mobile device from the pump. 2. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app & then make sure bluetooth is on 6. Launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and mobile device. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the first and second follow-up's report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated additional investigation summary. An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After thorough investigation we have found that the issue is due to gatt error 133 coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. Most likely the bluetooth headset and the pump are interfering with each other, causing the disconnections. To assist with the resolution of the issue, we provided helpline team with the following steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: clear storage or to clear cache reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset network settings based on device: google pixel: settings system reset options reset bluetooth and wifi > reset and settings system reset options reset mobile network settings > reset settings samsung android 13: settings > general management > reset > reset network settings (this will also reset bt settings) > reset settings samsung android 14,15: settings > general management > reset > reset mobile network settings and settings > general management > reset > reset wifi and bluetooth settings samsung android 15: to reset wifi, mobile bluetooth settings: open settings scroll down and tap system tap reset options (or reset on some versions) select reset wifi, mobile bluetooth confirm by tapping reset settings enter your pin/pattern/password if prompted tap reset settings again to confirm xiaomi: settings > more connectivity options > reset wifi, mobile networks, and bluetooth > reset settings > pin/fingerprint > ok all other: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings the issue was not confirmed. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on samsung galaxy a35 and google pixel 8 on pump software version 6.7, however, we were not able to reproduce the issue. Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software did not adhered to the specified requirements and did not performed in accordance with the expectations referenced in the 'sw requirement document' field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. After through investigation on supervisor_timeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisor_timeout. The esf number that corresponds to the reported issue is: 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. On your android device, open settings . 2. Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. 3. Or search ¿cross-device' from settings. 4. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) 5. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Remove the mobile device from the pump. 2. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app & then make sure bluetooth is on 6. Launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e. Email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.